Event description:
Caller states the patient tested 4.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.1inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however, the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.